Event description:
Info received indicates the head and knee functions are not working electrically or manually.

Manufacturer narrative:
The technician replaced the hydraulic valves to repair the bed.